Event description:
The complainant in japan had a cp pump and automated impella controller (aic) support being initiated to support the patient in need of pci for the ami/cgs patient. The pump stopped and was unable to be restarted successfully. In troubleshooting they also wished to replace the aic but there was no backup/not in patient use console available. The pump was explanted and pci performed without hemodynamic support of impella. Patient survived. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of the 2 report, where this report represents the pump and the other report is for aic.